Manufacturer narrative:
Additional information: returned reader jcgy219-t1975 corresponds to sensor (B)(4). The reported reader (jcgy219-t1975) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Performed control solution test using returned reader and retained test strips and retained control solution and the results were satisfactory. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving adc freestyle libre sensor scan results of 80 mg/dl and 90 mg/dl that were higher than he felt. Customer experienced sweating and mental confusion and was unable to self-treat so his wife treated him with "2 packets of sugar and redbull". No further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving adc freestyle libre sensor scan results of 80 mg/dl and 90 mg/dl that were higher than he felt. Customer experienced sweating and mental confusion and was unable to self-treat so his wife treated him with "2 packets of sugar and (B)(6)". No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving adc freestyle libre sensor scan results of 80 mg/dl and 90 mg/dl that were higher than he felt. Customer experienced sweating and mental confusion and was unable to self-treat so his wife treated him with "2 packets of sugar and (B)(6)". No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was returned and was observed properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed sensor plug and inspected sensor plug assembly and uncurled side snap was observed, indicating improper assembly by the user. Linearity test was performed and passed. This issue is not confirmed to use.

Event description:
Customer reported receiving adc freestyle libre sensor scan results of 80 mg/dl and 90 mg/dl that were higher than he felt. Customer experienced sweating and mental confusion and was unable to self-treat so his wife treated him with "2 packets of sugar and (B)(6)". No further treatment was reported. There was no report of death or permanent injury associated with this event.